Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): the suction part was not returned with the rest of the instrument. The electrodes are strongly bent. The most probable cause of the distortion of the electrodes is a fall during reprocessing of the instrument. The device passed electrical tests. Conclusion: cannot complete investigation, incomplete device returned. This device is used for therapeutic purposes.

Event description:
It was reported that suction part of the wormald bipolar forceps, broke prior to use. There was no patient impact or injury reported as a result of this event.